Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing. There were episodes noted where therapies were given, but were unable to convert the rhythms. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.